Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "wanted to share the experiences with the 4 fr. Dl provena. The kinking occurred within the arm. So far, we¿ve had 4 lines kink." No other information was provided. This report addresses the third kink occurrence.